Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.